Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius crit-line crip (clic) device sparked during a patient¿s hemodialysis (hd) treatment. The clic became very hot and upon inspection of the device by staff, it sparked. The clic device was unplugged immediately and treatment was continued on the same machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the sparking clic device. Additional patient and event details were requested, but have not been provided.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. An external inspection of the received device found no discrepancies. During a verify accuracy test, a crit-line IV monitor failed to recognize the clic device and the device¿s led was not lit. The receiver side of the clic device became hot to the touch after a couple of minutes. A serial number search in the complaint handling system of the clic device¿s serial number found no other complaints with the same allegation within 90 days of the notification date. The issue of a clic device being ¿hot to the touch¿ is being addressed by (B)(4).